Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. Review of radiographs suggests possible fracture of the offset adapter; however, the possible fracture has not been confirmed. Radiographs further revealed malpositioning of the tibial tray. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.' This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07158 / 07157).